Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated his scs system never completely provided him with effective pain relief. It was also reported the patient discontinued the use of his system. In addition, the patient needed a MRI performed. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted.